Event description:
Reported via journal article. It was reported that device embolization occurred. The following event was obtained via an observational article following 9 patients who underwent a left atrial appendage (laa) closure procedure where a watchman closure device was implanted yet all required percutaneous closure device extraction using an endoscopic grasping tool at two high volume centers for watchman closure device implantation in the united states between 2019 and 2023. Procedural success was obtained in 8 cases. The study concludes that the extraction should be performed with two bioptomes to improve safety and effectiveness.

Manufacturer narrative:
B3: event date estimated, as procedures occurred between 2019 and 2023. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: v. La fazia et al (2025) extraction of watchman device using a double transeptal approach. 27 (1). Europace.